Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular oversensing in a tachycardia episode was observed on the implantable cardiac monitor via remote transmission. The sensing was normal during sinus rhythm. There was no symptoms reported. The patient will continue to be monitored.